Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon (error e103) could not be conclusively determined. However, based upon the information from oekg, because more than eight years had passed from the subject device had been installed, there was the possibility that this phenomenon was caused by wear of the lamp ignitor due to the aging degradation of long term use or the dust accumulation inside the subject device, or by degradation of the examination lamp due to the life of it, and so on. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated, the subject device was significantly dirty, and the examination lamp did not ignite sporadically due to wear of the igniter. (B)(4) surmised that the reported phenomenon was caused by the user mishandling. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in the unspecified timing, it was found the subject device gave the error e103 which indicated the subject device had broken down. There was no report of patient injury associated with this event.